Event description:
Pt had high pressure alert on ms3 pump. Could not trouble shoot, switched to back up pump. Pump replaced by pharmacy. Sn (B)(4). Pt had no clinical issues due to the pump malfunction. Dose or amount: 3nkm, frequency: continuous, route: subcutaneously. Dates of use: (B)(6) 2017 - present. Diagnosis or reason for use: pulmonary arterial hypertension.